Event description:
Procedure: biopsy type of procedure: reinforcement remained attached to patients lung tissue and stapler after firing. Surgical intervention was required. Cutting and re-stapling was needed. There was unanticipated tissue loss, extension of incision was not extended by more than one inch, and surgical time was delayed by more than 30 minutes. Nothing fell into the patients cavity. To correct the problem, it was re-stapled to control bleeding (approximate blood loss was 50 ml.) The patient is reported as fine.

Manufacturer narrative:
(B)(4).